Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing the manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers.

Event description:
Device 2 of 2. Reference MFR. Report#1627487-2018-015784. It was reported the patient's right supraorbital lead migrated two weeks after implant. Reportedly, the issue was confirmed by x-rays. As a result, surgical intervention was undertaken on (B)(6) 2018 wherein the lead was repositioned back into the epidural space. Effective stimulation was restored postoperatively and the issue resolved.